Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-operative check following implant, it was noted that the left ventricular lead dislodged and exhibited loss of capture. The patient was asymptomatic. No intervention was reported and the patient would be monitored.